Event description:
It was reported that the patient with this pacemaker system presented to the emergency department. Upon device interrogation, loss of capture (loc) and undersensing were noted on the right atrial (ra) lead. It was also observed that this right ventricular (rv) lead exhibited high capture thresholds. The patient was reported to experience asystole. A revision procedure was performed and the ra lead was explanted and replaced. This rv lead was capped and surgically abandoned. No additional adverse patient effects were reported.